Event description:
It was reported to 3m espe by an oral surgeon that a female patient experienced dizziness and nausea several minutes after completion of a dental treatment in which 3m espe cavit w was used. This patient receives her dental care under general anesthesia because of pre-existing allergies. As part of the medical treatment provided to her after the symptoms began, the cavit w was removed and a physiological saline infusion was administered by the attending anesthesiologist. The reported symptoms did not improve even after 30 minutes, so the patient was admitted to the hospital where she was treated for three days. Details on the hospital treatment provided were not made available to 3m espe, but it was reported that the patient has recovered.

Manufacturer narrative:
Device was not returned to 3m, therefore, no evaluation was conducted. No results or conclusions can be drawn.